Event description:
The customer contacted physio control to report that their device experienced printing issues. Upon initial evaluation, physio control observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. After reconnecting the disconnected cables, replacing the power module and user interface pcb assembly and other unrelated repairs, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced parts will be sent to the product analysis center for the further investigation. The replaced user interface pcb assembly and the power module were further evaluated in the pac. The reported issue was not able to be duplicated. The cause of the reported issue was determined to be due to the customer misuse as the power connector was missing from the power module.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device experienced printing issues. Upon initial evaluation, physio control observed that the device would not power on. There was no patient use associated with the reported event.